Event description:
It is reported that a customer experienced high blood glucose of 489 mg/dl. The customer was treated for the high blood glucose with a shot of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they received a replacement pump and simply needed help programming it. The customer was assisted with reprogramming their insulin pump. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.